Manufacturer narrative:
The reported issue was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the scissors broke during an unspecified therapeutic procedure, and the broken piece was stuck in the patient's liver. The broken piece was retrieved with grasping forceps and the procedure was completed with a similar device. There were no reports of patient harm.